Event description:
It was reported that this patient has had a history of inappropriate shocks due to oversensing of smaller signal amplitudes as well as noisy signals. Recently, the patient has received an additional inappropriate shock in secondary sensing vector. The patient was brought into the clinic and the noisy signals were not reproducible. The system was reprogrammed. No adverse events were reported.